Event description:
Device issue: none. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, arterial tear. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure using the pre-close method of a mildly calcified femoral artery after an interventional procedure. Reportedly, after placing the sutures, blood oozed around the prostar xl sheath until a larger sheath was inserted. At the end of the procedure, hemostasis could not be achieved with the device. A surgical cut-down revealed, the prostar xl had closed the arteriotomy site, but there was a tear behind the arteriotomy. It is believed that the tear was caused from the initial puncture and the 8f procedural sheath that was inserted to dilate the arteriotomy before the prostar xl was inserted. The tear was surgically sutured. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Patient selection. (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.